Event description:
It was reported that, patient had a short fall and had hip pain (left) came into hospital and seen on (B) (6)-2010. Patient had refractured the original fracture, and it was found that the gamma nail was broken at the junction where the lag screw was inserted. Removed broken nail on (B) (6), and implanted a new long gamma nail.

Manufacturer narrative:
Device will not be returned. Add'l info has been requested and if received, will be provided on a supplemental report.